Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a starclose device after an interventional procedure with a 7f sheath. Reportedly, when the vessel locator wings were opened (step 2) and when pulling the device back against the vessel wall, no resistance was felt and the device came out of the artery. It is suspected the device was not in the vessel when the locator wings were opened. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the loss of arterial access/device being pulled out include, but not limited to, device pulled back too hard or incorrect positioning inside the vessel while pressing the thumb advancer. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.